Event description:
The nurse caring for the berlin supported patient reported a change in her assessment of the pump. The lvad team was notified and responded. With the help of the clinical support team @ berlin, it was determined that the device's membrane was not functioning properly. The patient was transferred to the cicu for a device change. The device was changed and the patient was transferred back to the children's surgical unit later in the day. The device change went without any incident and showed no signs of compromise throughout this event. Noted that the lvad membrane looked as it had started to delaminate (made of three layers) after removal. Manufacturer response for berlin heart pump lvad, (brand not provided) (per site reporter): berlin team has been involved with it since noted changes with patient. Requested the product be returned for evaluation.